Event description:
Patients left hip stem was loose following a peri-prosthetic hip fracture revision. Stem was revised to a larger 25x235mm hip stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Hospital policy.

Manufacturer narrative:
An event regarding loosening involving a restoration modular stem and a restoration modular body was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: insufficient information was received. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such return of device, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patients left hip stem was loose following a peri-prosthetic hip fracture revision. Stem was revised to a larger 25x235mm hip stem.